Event description:
It was reported by customer that trans ray plus intra aortic balloon (iab) experienced loss of the arterial pressure waveform from the optical sensor approximately five minutes after the procedure began. Reconnecting the connector did not resolve the issue, and the procedure was completed using the arterial pressure signal obtained from the tip. No harm or injury was reported.

Manufacturer narrative:
Due to characterization limit e1 event site telephone- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Parent record ID- (B)(4).